Event description:
It was reported that pump battery depleted faster. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, no additional troubleshooting or confirmation of battery depletion was completed, and no further information was obtained regarding the outcome of the event.